Event description:
It was reported that during the initial implant procedure, while positioning the right ventricular (rv) lead, the patient experienced chest pain. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and the procedure was halted. An additional procedure was later performed to replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.